Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that representative was unable to replicate the reported issue after the procedure. It was noted that the hard drive was 67 percent full.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that system unexpectedly shut down and rebooted during procedure. There was no known impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.